Manufacturer narrative:
A2. Age at time of event: patient is 18 years or older. E1. Initial reporter address 1: (B)(6). Device evaluated by MFR.: the returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is stretched from 4mm to 4.8cm from the tip. The balloon is torn longitudinally 4mm from the tip and is approximately 29mm long. Microscopic examination revealed no additional damages. Wire insertion test was performed, and a test guidewire could not pass the stretched guidewire lumen section. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture and froze on wire occurred. A sheath was placed retrogradely from the elbow side. The 90% stenosed target lesion with a right-angle bend was located in a shunt in the severely tortuous and mildly calcified anastomosis of the left forearm. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 5.0mm x 40mm x 40cm sterling balloon catheter. The device was inflated twice at 6 atmospheres (atm) and 8 atmospheres for 30 seconds respectively. However, the stenosis could not be released even at 10 atm for 30 seconds. So, the pressure was increased to 14 atm for 30 seconds, but the gauge of the pressurizer descended rapidly. It was confirmed by fluoroscopy that there was contrast agent leakage and balloon rupture. During the retrieval of the device, the guidewire got stuck on the catheter. The devices were completely removed without getting caught in the sheath and without any residue in the body. The wire was then pulled strongly outside the patient body and was able to be removed from the catheter which was re-used. It was noticed that the balloon part was split vertically, and the shaft seemed to extend slightly along with the bend of the blood vessel. Considering the hardness of the lesion, the device was changed to non-bsc device and the procedure was completed. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Age at time of event: patient is 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture and froze on wire occurred. A sheath was placed retrogradely from the elbow side. The 90% stenosed target lesion with a right-angle bend was located in a shunt in the severely tortuous and mildly calcified anastomosis of the left forearm. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 5.0mm x 40mm x 40cm sterling balloon catheter. The device was inflated twice at 6 atmospheres (atm) and 8 atmospheres for 30 seconds respectively. However, the stenosis could not be released even at 10 atm for 30 seconds. So, the pressure was increased to 14 atm for 30 seconds, but the gauge of the pressurizer descended rapidly. It was confirmed by fluoroscopy that there was contrast agent leakage and balloon rupture. During the retrieval of the device, the guidewire got stuck on the catheter. The devices were completely removed without getting caught in the sheath and without any residue in the body. The wire was then pulled strongly outside the patient body and was able to be removed from the catheter which was re-used. It was noticed that the balloon part was split vertically, and the shaft seemed to extend slightly along with the bend of the blood vessel. Considering the hardness of the lesion, the device was changed to non-bsc device and the procedure was completed. No patient complications were reported and the patient was in good condition.